Event description:
A surgeon reported a posterior capsule hole, on a right eye, observed after a laser assisted cataract procedure. During the procedure a retrolenticular bubble was noted but the surgeon was able to work it out prior to hydrodissection. Upon removing the last nuclear segment, the hole was discovered in the posterior capsule, a vitrectomy was performed and a three piece intraocular lens was inserted. Upon additional follow up, the surgeon reported the patient is doing well and without any retinal pathology, as evaluated by a retinal surgeon.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
The root cause cannot be determined conclusively. (B)(4).